Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and the pump was found to be working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.